Event description:
On 08/25/2010, the review of a data card, which was sent to an end customer to assist with a customer service request, identified that the card had been formatted incorrectly. The card contained a test file which, if installed onto the AED, would cause the device to be in a test mode and would prevent the delivery of therapy, if used in a rescue attempt. There was no pt involvement.

Manufacturer narrative:
Further investigation determined that the data card contained a test file which, if installed onto the AED, would cause the device to be in a test mode and, if used during a rescue attempt, would prevent the delivery of therapy. The issue was identified immediately upon review of the returned data card by defibtech. Defibtech is filing the MDR as the initial reporter in this report. The data card and AED were removed from service and replaced.